Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the 63-year-old female patient was on impella cp support and during support, the patient lost pulses in the right lower extremity. No intervention was performed as there was already a plan to explant the pump. It was further reported that care was withdrawn and the patient expired.